Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for cervical/neck and spinal pain. It was reported that in january or february the patient had to turn the ins up pretty high in order to get the correct response the patient needed. The patient had to charge every day because of the high settings but now they had to charge about every 10 hours and this started a couple months ago. About two weeks ago the patient tried charging their implant and saw excellent charge quality but it wouldn't charge up at all. They noted that the stimulation was off as the battery was depleted. No symptoms or further complications reported.